Event description:
It was reported that during an unknown procedure that, when the instrument was inserted into the patient, a round plastic part broke off of the sheath and fell inside the patient abdomen. No additional information provided.

Manufacturer narrative:
Information anticipated, but unavailable at this time.